Event description:
Date of implant: 2007. It was reported that a patient underwent a surgical procedure with implantation of a sphere device at l5-s1. Patient complains of chronic pain unrelieved after surgery. Positive discogram indicates that patient is symptomatic at an adjacent level. Approximately 6 months post-op, patient underwent revision surgery to remove the sphere device l5-s1 and an alif at l4-s1 was performed. No patient complications were reported.

Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.